Event description:
In 2002 a supervisor at the plasma center noticed that during a plasmapheresis procedure a message of "ck plasma-line hb" displayed on an autopheresis-c instrument. Donation at this time had collected approx 170ml of plasma. Supervisor attempted to clear the message, however was unsuccessful. Approx 59 ml of packed cells remained in the disposable kit as the contents were not returned to the donor. Donor was removed from the instrument and placed on a different auto-c instrument with a different disposable kit. After approx 30 mls of additional plasma was collected a "ck plasma-line hb" message displayed on the autophersis-c instrument. Prior to any cells being returned to the donor the procedure was discontinued. Saline solution was not given to donor. After the donor was disconnected from the instrument they went to the bathroom where they noticed urination that the contents of the bowl appeared pink. Donor communicated their findings to the center personnel at which time they instructed the donor to visit the local hosp. Donor however stayed at the center where they drank plenty of fluids. Donor voided approx 10cc of urine within a cup with the color of the urine appearing bright red. Donor continued to drink fluids and subsequently urinated a third time with the color of the uring having a slight-orange tinge. Prior to donor leaving the donor urinated a fourth time into the restroom where the urine was described as clear. Donor went home and contacted center approx 2 1/2 hours later mentioning to the center that hey urinated at home and that the urine was again clear.